Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a small leak of blood coming from the blue cap. There was a minimal blood loss. Product was not change out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 26, 2018. (B)(4). A sample was not returned for evaluation; nor were any pictures provided. A retention sample from the affected p/n and lot # combination was obtained, visually inspected and leak tested. No anomalies were found. A thorough investigation of this complaint cannot be performed, and a definitive root cause of the reported incident cannot be determined. It is likely that during the setup of the circuit, the connections made with the shunt sensor were not completely tightened or closed, causing them to leak. Another possibility is that during the gas calibration, when the large luer cap was loosened, it had not been retightened prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.